Manufacturer narrative:
Insulin pump received with currents in spec. No unexpected battery out limit. Intermittent button response due to moisture damage keypad trace. Minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip. Numbers does not ramp up on its own or scroll bar moving with no input. (B)(4).

Event description:
Customer reported via phone call to have experienced a keypad anomaly. Customer was trying to bolus and pressed the arrow button, and the numbers kept increasing so the customer removed the battery. Customer reinserted the battery and the device alarmed a battery out limit alarm and the customer was unable to clear it. Customer's blood glucose was 275 mg/dl. Customer mentioned the device was exposed to moisture. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.